Event description:
The patient denied any structural damage to the keypad and said that pressing the keypad buttons delayed activating pump functions. She said it takes several attempts to program the pump. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons responded as expected. There was evidence of keypad adhesive found under all key contacts. Unrelated to the complaint, evaluation revealed a dim and discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. A test screen was used for testing purposes and pump was found to operate normally. Also unrelated to the complaint, the force sensor was found to be out of calibration and contamination found on the force sensor plate. (B)(4).